Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a pinhole on the video cable causing a loss in watertightness. Upon further inspection, it was observed that the adhesive around the objective lens was peeled due to chemical or physical stress. It was also observed that adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the number of broken wires in the bending tube blade exceeds the standard value due to a handling problem. It was observed that the video connector was deformed due to a handling problem. Lastly, a scratch was observed on the light guide cover glass and on the bending section cover due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had an air/ water leakage from the universal cord/video cable. The reported issue occurred during a therapeutic laparoscopic choledocholysis procedure. The procedure was subsequently completed with the same device with no issues. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive around the objective lens was peeled which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factor such as hitting, or handling of the device. The event can be prevented by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope] 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.